Manufacturer narrative:
During investigation with the clinician, she did not report the patient experienced hypotension or hypovolemia but she did include (B)(4) (hypotension) and (B)(4) (hypovolemia) on the medwatch form submitted to manufacturer. 3m quality engineer reviewed complaint history and reported there have been no other complaints for lot 2020-06ba. Quality engineer also reviewed production data for the lot and all data was within specification for adhesion to steel and adhesion to backing.

Event description:
Customer reported 1538-1 durapore tape was used to secure a patient's dialysis needles on (B)(6) 2015. Customer reported the venous needle became dislodged and the patient lost about 500cc of blood. The arterial needle was secured with the same tape and remained intact. The patient was transferred to the ER via ambulance for evaluation. Customer reported the patient's hemoglobin was 11.0 prior to the needle dislodgement and post dislodgement, a stat hemoglobin was drawn, sent to the hospital and reported to be 10.3. The patient was not admitted as a result of this event. Customer reported the patient received 100mcg micera intravenously for treatment of low hemoglobin on (B)(6) 2015 and 150mcg intravenously on (B)(6) 2015.